Event description:
Healthcare professional reported after injection to three points on the cheeks and to the "sleep line" with juvederm voluma patient developed a "throat infection" and was treated with penicillin. The patient then developed "red lumps at the injection site" and "redness and swelling at one of the eyes and it is puffy. In one of the sleep lines there is a "red boil developing" and "the redness and swelling is developing at one injection site on the cheek". Physical hypothesizes the event is either due to an "allergic reaction to the drug" or "due to the throat infection". No additional treatment has been noted. Symptoms are ongoing.

Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of throat infection, red lumps, redness, swelling, puffiness, red boil, and allergic reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.